Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the accumulation of protein clots such as body fluids by without flushing immediately after endoscopic examination. In addition, our technician confirmed that the insertion flexible tube compressed (short in length), the angle wire play, the water tube clogged, the operation channel (primary) leak, and the down pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.